Event description:
The customer reported that the nurse noticed that the pitocin IV administration bag appeared to have less medication than expected in the IV bag. The nurse stopped the infusion and asked the charge nurse to review in which the charge nurse found that the device programming was accurate. The devices, as well as, the tubing set was removed from the patient and sent to biomed for testing. Biomed tested the devices and found that all settings were appropriate and no alarms were indicated on the report. All pm testing showed that the devices were functioning appropriately. When biomed was completed with the device testing and was attaching the device to an IV pole there was a noted "rattling" sound. This caused the biomedical engineer to dismantle the module to find that there were noted broken bezel posts. The remaining pitocin was measured to determine if there was a discrepancy in which it was found that there was less pitocin than what was expected in the IV bag. There was no patient harm.

Manufacturer narrative:
The customer¿s report of over infusion was not confirmed or replicated during testing, as the device was opened/disassembled by the customer. The pump module error log showed no errors or malfunctions on the reported incident date. The pump module has a bezel date code of mar2014 and five of the bezel bosses were separated, only the lower right side was still partially intact. This is a known issue that can cause over infusion or unregulated flow. Physical inspection showed lvp was received with a broken tamper seal, broken bezel, something rattling inside and corroded iui's. The pcu and pcu error/event logs were not returned for this investigation. The lvp event logs did not show this pump being used on the reported event day of (B)(6) 2019. Test results: lvp found the device operating out of specifications. The proximate cause was determined to be the result of separated bezel bosses. The root cause of the separated bezel bosses was determined to be associated with the manufacturing process for the plastic which may have resulted in weakening. A bezel with weakened plastic may, over time, lead to separation of the bezel post as well as other damage to the bezel.

Manufacturer narrative:
Report source: clinical engineering. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the nurse noticed that the pitocin IV administration bag appeared to have less medication than expected in the IV bag. The nurse stopped the infusion and asked the charge nurse to review in which the charge nurse found that the device programming was accurate. The devices, as well as, the tubing set was removed from the patient and sent to biomed for testing. Biomed tested the devices and found that all settings were appropriate and no alarms were indicated on the report. All pm testing showed that the devices were functioning appropriately. When biomed was completed with the device testing and was attaching the device to an IV pole there was a noted "rattling" sound. This caused the biomedical engineer to dismantle the module to find that there were noted broken bezel posts. The remaining pitocin was measured to determine if there was a discrepancy in which it was found that there was less pitocin than what was expected in the IV bag. There was no patient harm.